Event description:
It was reported that leakage occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "material no: 324910, batch no: 8239953. It was reported consumer reported she found syringes with liquid. When she pulls back the plunger, she sees fluid in the clear barrel back of the line. Verbatim: consumer reported she found syringes with liquid. When she pulls back the plunger, she sees fluid in the clear barrel back of the line. Incident date- 04-13-19; occurence-out of 4 bags, only 2 pens from each bags are good. Item# 324910, lot- 8239953; expiration date-2023-09-30. She opened another box as she was speaking to me incident date (B)(6) 2019; only one syringes from each bag has no fluid. Same lot#-8239953. Samples available from each boxes. Offered to send a voucher."

Manufacturer narrative:
Investigation: customer returned (24) loose 3/10cc, 6mm syringes. Customer states that the syringes have liquid in them. All returned syringes were examined and 20 out of 24 samples exhibited a small amount of clear liquid inside the barrel. A small amount of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A review of the device history record was completed for batch # 8239953 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA # 56537 and situation analysis # (B)(4) have been opened to address this issue. Possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "material no: 324910. Batch no: 8239953. It was reported consumer reported she found syringes with liquid. When she pulls back the plunger, she sees fluid in the clear barrel back of the line. Verbatim: consumer reported she found syringes with liquid. When she pulls back the plunger, she sees fluid in the clear barrel back of the line. Incident date- (B)(6) 2019; occurence-out of 4 bags, only 2 pens from each bags are good. Item# 324910, lot- 8239953; expiration date-2023-09-30. She opened another box as she was speaking to me incident date(B)(6) 2019; only one syringes from each bag has no fluid. Same lot#-8239953. Samples available from each boxes. Offered to send a voucher."